Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was unstable and width plates damaged and the motor and plates were replaced and resolved the reported issue. It was noted that the device has not been regularly sent in for annual pm device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this device was cutting grafts in half during testing. There was no harm. No adverse events were reported as a result of this malfunction.